Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was introduced to the pancreatic duct and upon adjusting the angle, the cutting wire of the truetome jag 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name is (B)(6) hospital, (B)(6) college, (B)(6) university; reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned truetome jag 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, broken and detached. The broken section of the cutting wire was not returned. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, detached and blackened. However, the broken section of the cutting wire was not returned. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can detach the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was introduced to the pancreatic duct and upon adjusting the angle, the cutting wire of the truetome jag 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.